Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4). Analysis is pending.

Event description:
Upon a f/u on (B)(6) 2013, the user reported that no "apnea" tab could be found in the programmer interface, although the apnea function was programmed.